Manufacturer narrative:
(B)(4). The 2.5 x 12 mm xience v (1009545-12, 8062361) on the initital medwatch is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, restenosis, additional therapy/nonsurgical treatment, and hospitalization are foreseeable events. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately 14 months post xience stent implantation in the mid left anterior descending artery the patient experienced exertional angina. The patient underwent a (B)(6) which was positive. On (B)(6) 2010 three stents were placed in the index target lesion due to 100% in-stent restenosis. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicating that both index procedure stents had in-stent restenosis.